Manufacturer narrative:
Date sent to the FDA: 03/07/2011. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an ileo anal anastomosis procedure on (B)(6) 2011 and suture was used. During the procedure, the needle broke. The surgeon felt, it was in the best interest of the pt to leave the fragment in place. No add'l info was provided.